Manufacturer narrative:
Combination produt: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90% stenosis degree) in a severely tortuous segment of the mid rca. Despite pre-dilatation, the device was unable to cross the lesion because of challenging lesion anatomy. Resistance was felt during the attempt to deliver the device.